Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the medium-large clip applier instrument to perform failure analysis. The medium-large clip applier instrument was analyzed and found to have cracked clamping pulley of input #5 (pitch). The crack resulted in loss of tension of the correlating grip cable(s). The complaint was confirmed based on failure analysis.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the customer reported the medium-large clip applier instrument would not release the clip. The procedure was completed with no reported injury.